Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the emergency department unconscious due to syncope. The patient was intubated and required pacing from an external pacemaker. A device interrogation was performed and revealed that the patient's right ventricular (rv) lead exhibited failure to capture, noise oversensing, and far p wave oversensing which caused inappropriate shock. A chest x-ray was performed and discovered that the patient's rv lead had been dislodged. The rv lead was attempted to be repositioned but was unsuccessful due to the helix of the rv lead failing to extend or retract. The rv lead was explanted and replaced. The patient was stable.